Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a treatment error noted one month postoperatively in the right eye. The patient was noted to have an increase in cylinder. No additional information available.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A review of treatment report confirmed the patient´s right eye was treated with an incorrectly entered refraction. The root cause is user error. The manufacturer internal reference number is: (B)(4).